Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low impedance and varied r-waves were noted. Lead was explanted and replaced.